Manufacturer narrative:
Preliminary analysis of the returned device showed that the electrical characteristics of the returned unit are within specifications.

Event description:
On (B)(6) 2014, the subject device was interrogated in its box and aida (device memories) was found already activated: statistics since (B)(6) 2014, leads impedance measurement on both atrial and ventricular channels, cardiac cycles, magnet rate, battery impedance. The subject device was stored at sales branch office on (B)(6) 2014 (the period when aida was activated). It is unknown whether the pacemaker was interrogated or not around (B)(4). Preliminary analysis were sent stating that the device should be returned in our laboratory in (B)(6).

Event description:
On (B)(6) 2014, the subject device was interrogated in its box and aida (device memories) was found already activated: statistics since (B)(6) 2014, leads impedance measurement on both atrial and ventricular channels, cardiac cycles, magnet rate, battery impedance. The subject device was stored at sales branch office on (B)(6) 2014 (the period when aida was activated). It is unknown whether the pacemaker was interrogated or not around may. Preliminary analysis were sent stating that the device should be returned in our laboratory in (B)(6).

Event description:
On (B)(6) 2014, the subject device was interrogated in its box and aida (device memories) was found already activated: statistics since (B)(6) 2014, leads impedance measurement on both atrial and ventricular channels, cardiac cycles, magnet rate, battery impedance. The subject device was stored at sales branch office on (B)(6) 2014 (the period when aida was activated). It is unknown whether the pacemaker was interrogated or not around (B)(6). Preliminary analysis were sent stating that the device should be returned in our laboratory in (B)(6).